Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to the poly liner disassociated from the cup. Cup was fixated. We removed liner cup and head and put a new head liner and cup in. There is no reported loosening. There is no reported surgical delay. Doi: (B)(6), 2022 dor: (B)(6), 2022 affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-09024 is being retracted since it was found to be a duplicate of mrf# 1818910-2022-09026. MFR# 1818910-2022-09026 will be kept for investigation purposes.